Event description:
A customer reported contacted beckman coulter, inc. (Bec) to report that while troubleshooting a sample aspiration module (sam) error on the unicel dxh 800 coulter cellular analysis system, the customer observed blood leaking from the aspiration probe. The operator was wearing personal protective equipment (ppe) consisting of lab coat and gloves with no face protection. There was no contact with mucous membranes or open wounds. Medical attention was not sought. No samples were analyzed on the instrument at the time of the incident. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse adjusted the probe wash collar and spring and verified repair per established procedures. Root cause was misalignment of the probe wash collar. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).